Event description:
It was reported by service report that the fowler was raised to approx 30 degrees and got stuck. The fowler would not move in either direction using release handles. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: trip release.